Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that esc button of insulin pump was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that there was rainbow effect on screen, no delivery alarm and chunk missing on battery cap. The insulin pump will not be returned for analysis.